Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment after secondary device interaction occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. Target lesion #1 was 90% stenosed located at the right coronary artery. A drug eluting stent was successfully deployed. Target lesion #2 was a 95% stenosed, 24x3.0mm, eccentric, de-novo target lesion located in a severely tortuous and non-calcified left anterior descending (lad) artery. A drug eluting stent was deployed in the mid lad and a 3.00x24mm promus element ¿ drug-eluting stent was deployed in the ostial lad. Post dilation was performed however; the proximal end of the promus element ¿ stent got deformed. Another stent was used to cover the deformed stent. No further patient complications were reported and the patient's status was stable.